Manufacturer narrative:
The subject device was returned to olympus for evaluation. The evaluation confirmed that the probe broke off at 8.5 mm from the distal end. There was no scratch around the broken part. The shape of the fracture surface showed that the crack developed from the broken point of the probe as the starting point, the manufacturing history of the subject device was reviewed, with no irregularities that related to this phenomenon noted. This type of the probe damage is most likely related to the operator's technique. Based on the past similar cases, it is known that the crack occurred on the probe since the device was twisted while grasping the tissue. Also it is known that the probe broke since physical load was applied to the probe which had already been cracked. The instruction manual of this device indicated below. - do not activate ultrasonic output while twisting the insertion section to grasp hard or thick tissues or turning the rotatable knob. The probe could contact internal parts and get damaged. - confirm that the probe is free from cracks. If cracks are found, stop using the probe immediately and replace it with a new one.

Event description:
When the subject device was used during an uncertain procedure, the probe of this device broke and fell off into the patient's body. The fragment of the probe was retrieved from the patient's body. The procedure was completed with another device there was no patient injury reported.